Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 406 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with syringes with vials and intravenous drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.